Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, tissue became entrapped in the wrist joint of the force bipolar instrument. The issue occurred while the jaws were grasping tissue, and the instrument failed to unclamp as expected. Although the instrument release key (irk) was successfully used to release the jaws, a small amount of tissue was inadvertently and unexpectedly removed, resulting in approximately 25 ml of bleeding. No medical intervention was required to repair the tissue. The procedure was completed robotically without further issues, and no postoperative complications were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis (fa). The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.